Manufacturer narrative:
This event occurred in (B)(6), no products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a external drainage and monitoring system used during a procedure. It was reported that the tube was broken. The puncture and catheter placement were successful, but the drainage tube was broken when the puncture needle was withdrawn. It was unknown if any intervention was performed. The procedure was completed with backup products. Neither delay nor patient impact information were provided.

Manufacturer narrative:
B5: additional information d4: additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was additional intervention performed during procedure but it was not reported what it was. It was reported that the tube was broken inside the patient and caused an impact to the patient. The cause of the event was unknown, however, the customer reported that the operation process was in strict accordance with the surgical steps. There was a reported delay and the surgery was interrupted, however, the delay was unknown.